Event description:
A spring loaded silastic silo was placed on day of life #1 to cover a gastroschisis defect and its protruding midgut. It was reduced minimally dol #2 because of prematurity and concern for resp. Compromise. Dol #3 bowel in silo appeared dusky and reducing tie was removed. Dol #4 bowel was strangulated and infarcted at defect - with loss of entire midgut. Family opted for comfort measures only after massive bowel resection and anastomosis - duodenum to rectum. Pt died dol #24. This is a relatively new device which slides through the defect and actually makes the hole smaller, the minimal reduction added to the compression at the defect resulting in a tourniquet. In 23 years, reporter has not seen that complication with the hand sewn silo which is attached to the fascia and ddes not make the defect smaller. Other surgeons reporter has spoken to after this event related similar episode of intestinal ischemia but less devastating. This may need to be looked at more closely.